Event description:
It was reported that during the procedure, the herculink plus stent system was advanced into the patient anatomy and crossed to the target lesion. An attempt was made to inflate the balloon; however, the balloon would not inflate. The device was removed without difficulty, and it was noted to have a hole. A new same size herculink plus was advanced into the patient anatomy and the stent was deployed. There was no adverse patient effect and no clinically significant delay. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the stent delivery system (sds) was returned with blood and contrast in the inflation lumen and in the balloon, consistent with a leak while in the anatomy. The stent implant was stationary on the tightly folded balloon between the markers. There was no damage noted to the stent implant. The guide wire exit notch was torn for a length of 1.5 centimeters (cm) distal to the distal edge of the guide wire exit notch. The torn material was wavy. There were no kinks noted to the distal shaft or the tip. There was no other damage noted to the sds. Potential factors for a leak or rupture in the anatomy include, but are not limited to, inflating above rated burst pressure, interaction with calcification or associated devices or manufacturing. During functional testing of the returned unit, using a new indeflator filled with water, attempted to pressurize the sds to 14 atmospheres when fluid leaked from the tear in the guide wire exit notch. The balloon did not inflate. The failure to inflate appears to be due to the tear in the guide wire exit notch. This tear is likely the result of interaction with the guide wire. If the sds and guide wire are pulled apart from one another in the opposite direction, the guide wire will tear in the rx notch of the catheter. The tear extended distally into the inflation lumen, resulting in the failure to inflate. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. The difficulty inflating and subsequent damage to the sds appears to be related to interaction/damage caused by the guide wire. There is no indication to suggest a product quality deficiency. All stent delivery systems are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp.